Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was fog in the charged coupled device glass after high pressure and temperature, there was water drop in the light guide glass, the light guide bundle in the back end was folded and damaged and there was a horizontal stripe on the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the failure occurred because the charged coupled device glass and the water drop in the light guide glass became cloudy due to high-pressure, high-temperature processing. Additionally, the light guide bundle at the back end was likely folded and damaged by excessive force and the image horizontal stripe was due damage cause to the cable by being pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope showed image color abnormality. The issue was found, during cleaning and disinfection. For a therapeutic thoracoscopy procedure. That was completed using the same set of equipment. There were no reports of patient involvement.